Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Three and 6 month f/u's showed no trauma. On (B)(6) 2011, pt felt increasing pain and an x-ray on (B)(6) 2011 showed nail fractured. Revision surgery to remove nail and apply a dhs plate. Removal of the distal portion of the nail itself was extremely difficult. An osteotomy was performed on the lateral cortex of the femur to try and get purchase on the nail. In the end, burr holes had to be drilled into the proximal portion of the distal fragment of nail to leverage it out. Bone graft, injectable bone sub and op-1 had to be used as well as a dhs to correct fracture. Removal of nail itself took over 4 hours, total revision surgery time almost 8 hours.